Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the physician was performing a trial lead placement procedure. When the lead was being advanced the patient reported pain. The physician attempted four times with the same result. The case was aborted after one hour.